Manufacturer narrative:
Product complaint #pc-(B)(4). Investigation summary the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had an asr xl implanted about 10 years earlier and has been monitoring cobalt serum levels. Her level was elevated and elected to have them removed. They were removed without complications and there was no evidence of metallosis or pseudo tumors. New multihole cup was implanted with poly liner and new femoral head. Hip was stable through full range of motion. Doi: 10 years; dor: (B)(6) 2018; right hip.